Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-03901. It was reported the patient's ((B)(6)) scs system unintendedly turns off when amplitude is increased. System diagnostics determined high impedances on the leads. X-rays will be requested and the surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-03901. Additional information received identified x-rays taken did not reveal any anomalies.